Event description:
The user facility reported via medwatch report (mw5161165) that during a patient procedure, components to their chrome-line brand taka m suction tube detached. X-rays were performed confirming that the components did not fall into the patient. No report or injury or procedure delay.

Manufacturer narrative:
The chroma-line brand taka m suction tube subject of the reported event is being returned for evaluation. Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The taka suction tube was returned to the supplier for evaluation. Evaluation results determined that excessive force was applied to the device. When the user applied excessive force at the connection of the tube and the handle, it caused the device to break as stated in the reported event. Steris performed in-service training on the proper use and operation of the taka suction tube, specifically the importance of not bending or applying excessive force while in use. The instructions for use states, "avoid mechanical shock or overstressing the devices." "Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The device history record was reviewed and confirmed the lot was manufactured according to specification; no abnormalities were noted. No additional issues have been reported.